Manufacturer narrative:
(B)(4).

Event description:
The complaint states the patient experienced loss of connection. Data was provided for investigation and confirmed the complaint. Product was provided for investigation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A pairing test was performed and there was no failure detected. The complaint could not be confirmed with the returned transmitter. Data was rechecked upon product investigation and was not present. The root cause could not be determined post investigation.

Event description:
Dexcom was made aware on 08/30/2016 that on (B)(6) 2016, the patient experienced a loss of connection between the transmitter, smart device and the receiver. No additional patient or event information is available. Product data was returned for evaluation. Data was reviewed on 09/19/2016 . The reported event of loss of connection was confirmed. A root cause cannot be determined.